Event description:
On (B)(6) 2013, it was reported that the patient has been having some stomach issues since (B)(6) 2013. The patient was referred to a gi doctor and said she may have gastroparesis. The patient cannot eat but about 2 tsp. At one time and sometimes event that doesn¿t stay down. The physician drew labs last week and on the second lab draw her phenobarb level was 57.4. The physician therefore told her to decrease phenobarb to 32.4mg 2xbid from 3xbid and the vimpat was decreased from 100mg tid to 100bid at her (B)(6) 2013 visit. Since the drop in phenobarb, she is having some breakthrough small seizures. The patient¿s gi symptoms were happening before the vns increase on (B)(6) 2013, but have worsened since then; however it was noted that this could just be progressing of the gastroparesis. Additional information has been requested but no further information has been received to date.

Event description:
The physician indicated that the presence of the vns may be cause the patient's gi problems at higher settings. It was reported that the symptoms are better on lower settings. The physician reported that vns output current was never above 1.5ma. The device output current was decreased to 1.0ma.